Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in operating room 3 alder at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The tech found the brake casters were worn. The tech replaced the brake casters to resolve the issue. Based on this info, no further action is required.